Manufacturer narrative:
G4: 30jul2020 b4: (B)(6) 2020 d4: UDI# (B)(4) the replaced central processing unit (cpu) printed circuit board assembly (pcba) was received for failure analysis. It was determined that the piezo buzzer (ls1) was failing intermittently due an out of specification insulation resistance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the diagnostic code related to backup alarm failure was found in the diagnostic report during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and could not duplicate the reported problem. The service technician replaced the central processing unit printed circuit board assembly (cpu pcba) to prevent recurrence.